Manufacturer narrative:
No further information concerning any changes to the ra lead has been communicated at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. Mode switching, undersensing of an irregular ra wave, and inappropriate atrial pacing was also observed. Some oversensing of noise was noted as well. The physician determined the ra lead had fractured but this was not confirmed through x-ray. At this time, the system has been reprogrammed and the ra lead remains implanted and in service. No adverse patient effects were reported.